Event description:
The customer stated a blood glucose test was performed on a patient and the result was 545mg/dl at 10:52am a lab samples was also drawn with a result fo 216mg/dl. The patient was treated with 20ml of insulin before the lab result was received. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.